Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system shutdown with a beep sound. The unit was swapped out immediately to continue therapy. There was no harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the batteries could not be detected. Also, the fse observed that there was liquid penetration into the unit (white compounds found onto unit inner base). So, in order to fix the issue the fse replaced the pcb power management (0670-00-1162) and assy unshielded pwr slot bd interface (0997).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem code, component codes, investigation conclusions), h11. Corrected fields: d4 (unique identifier (UDI)). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the batteries could not be detected. Also, the fse observed that there was liquid penetration into the unit (white compounds found onto unit inner base). So, in order to fix the issue, the fse replaced the pcb power management (0670-00-1162) and assy unshielded pwr slot bd interface (0997-00-1189). The unit passed all manifold tests and operated as normal. The unit was then handed over to customer in good working conditions.